Event description:
It has been reported to philips that the system was automatically restarting. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is restarting itself. Review of the system log file showed an error in the review module and sib disconnect review module was discovered and fse confirmed that the issue with loose connectors in the crcb and sib. The fse reset all the connectors at the control room connection box (crcb) and system interface board (sib). After resetting all the connectors at the crcb and sib, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem codes were corrected.